Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise, which was reproducible with isometrics. A fluoroscopy revealed the vessels on the left side of the pocket were occluded. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 18.3cm to 18.4cm from the distal end. The abrasions were consistent with exposure to constant friction against another implantable device ore feature of the heart.

Event description:
New information stated that on 10/23/2015, the patient presented in clinic for lead revision. The lead was explanted and replaced. The patient tolerated the procedure.